Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) pause button on the bottom of the front-plate was stuck in the depressed condition. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg may have been dropped. The epg has been returned for repair.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the pause button of the external pulse generator (epg) was depressed. It was found, however, that the upper case was broken, the hanger assembly was broken, the display wire was pinched, one knob was missing, and a label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.